Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder out of phase. Analysis was unable to perform the displacement test, basic occlusion test, occlusion test, prime, and excessive no delivery test or verify motor position encoder error alarm in the alarm history screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 239 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.